Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the desktop charger (dtc) had a frayed cord. The patient stated they had not been able to charge the ins since jul-26 and also noticed that the dtc had a frayed cable. The rep reviewed the recharger and the programmer with the patient. The rep said the ins was in its second over discharge and explained to the patient that they would need to exercise the ins battery with recharging and to subsequently charge at 1/2 depletion. The rep performed a trickle charge, charged the ins to 25%, and cleared the power on reset (por) message. The rep also performed an impedance check and noted that impedances on electrodes 9, 10, and 15 were >10k. The rep later reported that the patient went to the ER and all studies were negative. The rep said they planned to follow up to disable the ins and reassign. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedances was unknown. The rep programmed around the affected electrodes however the high impedances had not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Correction : patient weight omitted from previous report. If information is provided in the future, a supplemental report will be issued.